Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date. During the procedure, the cinch failed to deploy as intended. The suture was cut using ensizor scissors. A second suture cinch was then attempted; however, it also failed to deploy. The suture was again cut, and the physician repeated the suturing sequence using a new suture. The procedure was successfully completed with a new overstitch suture cinch and suture. According to the complainant there was a use error when using the overstitch suture cinch devices. Despite efforts boston scientific has been unable to clarify the nature of the use error to date. There was no patient complications reported as a result of this event. Note: this is the first of two overstitch suture cinches used in the same procedure.

Event description:
It was reported to boston scientific corporation that an over-stitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date. During the procedure, the cinch failed to deploy as intended. The suture was cut using ensizor scissors. A second suture cinch was then attempted; however, it also failed to deploy. The suture was again cut, and the physician repeated the suturing sequence using a new suture. The procedure was successfully completed with a new overstitch suture cinch and suture. According to the complainant there was a use error when using the overstitch suture cinch devices. Despite efforts boston scientific has been unable to clarify the nature of the use error to date. There was no patient complications reported as a result of this event. Note: this is the first of two overstitch suture cinches used in the same procedure.

Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation: block h11: the suturing cinch was not returned for evaluation and there was no media provided for analysis. The reported events of cinch failure to deploy and additional device required could not be confirmed. A risk review of the suturing cinch was completed and confirmed that the events of cinch failure to deploy and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy and device use of device user error was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for these events. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, it will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.